Event description:
It was reported that during use the tube had under filled with a bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, translated from dutch to english: customer reported underfill.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw volume testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the tube had under filled with a bd vacutainer® k2e (edta) 10.8 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported underfill.